Manufacturer narrative:
(B)(4). Empty. The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and locked out. During evaluation no anomalies were noted that could lead the incident reported. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when deploying a clip over the bile duct, the surgeon noticed that a second clip deployed over top of another clip during a single firing stroke. This occurred mid way through the procedure, but the exact firing is unknown. Both clips were not fully closed. Additional clips were placed and there was no delay to the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.